Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse, cystocele, rectocele, enterocele, and stress urinary incontinence. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 for exposed vaginal mesh, pelvic pain and urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 for revision of sacrocolpopexy, focusing on mobilization of mesh. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2011 and mesh and advantage fit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced pelvic and vaginal discomfort, urgency and frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.